Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of p waves during atrial fibrillation (af) and recorded atrial tachycardia/atrial, fibrillation (at/af), fast atrial and ventricle and supra ventricular tachycardia (svt)-atrial fibrillation (af) episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.